Event description:
The reviewed literature article contained a study of 18 pts that received a medtronic reservoir. The source literature reported three cases of subcutaneous csf leaks, one case of cutaneous inflammation, one case of obstruction and one case of meningitis. The obstruction and meningitis led to reintervention.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Peretta p, ragazzi p, et al. The role of ommaya reservoir and endoscopic third ventriculostomy in the management of post-hemorrhagic hydrocephalus of prematurity. Childs nerv syst 2007 january; 23:765-771.